Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins and extensions were being implanted and the hcp was unable to establish a stable connection between the ins and electrodes. The devices were repeatedly separated purified and measured to eliminate an electrical contact problem. Multiple programming attempts were done. After the issue was not resolved a second ins was used in place of the first one, and the issue was resolved. The ins was never implanted. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was perfomed 3 times with a dry lead, and found to be within specifications. If information is provided in the future, a supplemental report will be issued.